Event description:
It was reported that revision surgery was performed due to repeated hip dislocations. The patient's initial dislocation occurred in (B)(6) 2003 when patient tripped over. Additional dislocations occurred in (B)(6) 2010. Revision surgery performed in late 2010.